Event description:
A pt was undergoing a neuroendoscopy procedure. It was reported that the pt had a 5 cm, 2nd degree burn on their anterior right thigh. The treatment of the burn required surgical debridment and primary closure. The burn was in the same location and placement of the 3m 9130f universal electrosurgical pad.